Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available, omnipod software app version: data not available, smartphone operating system: data not available, smartphone hardware: data not available, cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels read low (1.1 mmol/l (<19.8 mg/dl) while wearing the pod between 5 and 24 hours. The patient had a diabetic seizure and lost consciousness and the mother reports their eyes were rolling back in their head. The mother took the patient to the hospital. The patient was treated with glucose tablets called lift fast acting glucose chews and insulin injections after the pod was removed. The patient was diagnosed with a diabetic seizure. The patient was released after 8-9 hours staying overnight.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damages or deficiencies that would result in the device over delivering insulin. Inspection of the patient history buffer data showed that the automated glucose control algorithm functioned as intended and was able to appropriately adapt to changes in estimated glucose values and user inputs.